Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the device was difficult to toggle and the stitch fell out while loading.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, according to the reporter, the device was difficult to unload.